Event description:
The customer reported that a yellow alarm did not sound. No pt harm was reported.

Manufacturer narrative:
(B)(4). The customer reported that a yellow (not severe) alarm did not sound. No pt harm was reported. The users were not certain whether or not a user had acknowledged (silenced) the alarm. Philips is in the process of obtaining additional info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.